Event description:
New information noted the patient initially presented to the emergency room after receiving a shock. The implantable cardioverter defibrillator (ICD) was undersensing p-waves which resulted in the inappropriate shock. Programming changes were implemented. The patient was in stable condition.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) delivered inappropriate high voltage therapy. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.